Event description:
The customer reported a speaker operation error message was displayed and no sound. There was no report of a pt involvement or injury.

Manufacturer narrative:
(B)(4). The customer reported a speaker operation error message was displayed and no sound. There was no report of a pt involvement or injury. Philips is in the process of obtaining additional information regarding this incident and the complaint is still under investigation. A final report will be submitted once the investigation is completed.